Manufacturer narrative:
It was reported that the device would be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via a healthcare professional, a deltaplush coil ((B)(4)) did not deploy. There was no patient death or serious injury as a result of the event, and no additional medical intervention or medication was required to prevent impairment or injury. An echelon microcatheter was used for the procedure. No additional information could be obtained from the physician. It was reported that the device would be returned for analysis.

Manufacturer narrative:
Product was returned for analysis on 12/4/2015. During product analysis, it was determined that the coil was bent. (B)(4). Complaint conclusion: as reported via a healthcare professional, a deltaplush coil ((B)(4)) did not deploy. There was no patient death or serious injury as a result of the event, and no additional medical intervention or medication was required to prevent impairment or injury. An echelon microcatheter was used for the procedure. No additional information could be obtained from the physician. The device was returned for analysis. The unidentified dcb and connecting cable were not returned. The unspecified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the green introducer sheath, it was found upon receipt that the coil has unreported compression and buckling damage at the proximal section. The tip coil section was bent in two sections. The coil¿s socket ring has been bent distally approximately 90 degrees. The distal coil section has been bent up and away from the remaining secondary coils. The coil could not be advanced outside the introducer sheath upon receipt, but had to be vibrated out using ultrasonic. The circumstances of how and when the above unreported damage occurred cannot be determined. The detachment fiber is intact and undamaged with no signs of heat and melting. The device positioning unit (dpu) passed electrical testing with resistance at 52.8 ohms (range 48.5/56.0 ohms) ((B)(4)) and the enpower systems ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the dpu still passed electrical testing with the enpower systems ready green light still illuminating and the resistance is still passing at 53.2 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The event of the deltaplush coil being unable to detach could not be confirmed during product analysis. The dpu passed electrical testing, and the coil was detached on the first detachment cycle. Post-detachment inspection found that the detachment fiber received heat and melted as designed, and all electrical testing passed, therefore the root cause of the coil unable to be detached cannot be determined. In addition, without the return of the complete detachment system and the unspecified echelon microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. The cause of the damage present on the returned device, including the damage to the actual coil, could not be determined based on the information provided. There was no evidence of a manufacturing issue related to the event; therefore, no corrective actions will be taken at this time.